Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a implantable cardioverter defibrillator explant due to a possible infection due to a prior, unspecified procedure from a few months earlier. At the beginning of the procedure, a transesophageal echocardiography showed a possible growth on one of the right ventricular leads. After removal of the leads, the growth was still present in the right ventricle. The patient¿s system was removed without issue but a new system was not implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.